Event description:
My boyfriend wanted to try ear candling. I think that these should be banned or at least a very hazardous warning put on packaging. The packaging was all cute. It ended up that the hot wax went down his ear and burnt a hole through his ear drum. The FDA needs to get more involved with the selling -or rather non-distribution- of ear candles. These are very dangerous to say the least. Dates of use: one time use and stopped. In 2007. Diagnosis or reason for use: to clear out ear wax.